Event description:
A user facility's biomedical technician (bmt) reported that a 2008t hemodialysis (hd) machine displayed a "condo ref failure" alarm on power up and had a burnt power plug. A fresenius field service technician (fst) was called onsite and could not duplicate the "condo ref failure" alarm; however, they ordered a new power logic board for the customer as a precaution. They also ordered a new power cord for the customer. Machine functional tests were completed and passed onsite after repair. There was no patient involvement, harm, or adverse event reported. Multiple attempts have been made to contact the customer to obtain additional information related to the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation and an on-site evaluation was not performed by a fresenius field service technician (fst). However, a photograph of the sample was provided. The manufacturer was able to determine a causal relationship between the objective evidence provided by the customer and the reported event. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The reported event has been confirmed.

Event description:
A user facility's biomedical technician (bmt) reported that a 2008t hemodialysis (hd) machine displayed a "condo ref failure" alarm on power up and had a burnt power plug. A fresenius field service technician (fst) was called onsite and could not duplicate the "condo ref failure" alarm; however they ordered a new power logic board for the customer as a precaution. They also ordered a new power cord for the customer. Machine functional tests were completed and passed onsite after repair. There was no patient involvement, harm, or adverse event reported. Multiple attempts have been made to contact the customer to obtain additional information related to the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.